Manufacturer narrative:
The unit was received with currents in specifications. The unit passed the self-test and a21 error alarm test. There was no unexpected restart alarm. The unit passed the rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm, and displacement test. The unit had a minor scratched lcd window, cracked near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a loose/protruded drive support disk.

Event description:
The customer called to report an unexpected restart alarm and a crack on the battery compartment. The customer's blood glucose level was 127 mg/dl. The alarm history showed an unexpected restart alarm and an external ram crc error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return the malfunctioning device back for analysis.